Manufacturer narrative:
(B)(4). The reported device was not returned to manufacturer as it remains implanted. Without return of the explanted device the reported clinical observation cannot be confirmed. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a patient who developed a fever one (1) week after surgery. Patient was told there was "bacteria on the valve." The patient was treated with 6 weeks of antibiotics. Repeat echo from two weeks prior to report of this complaint shows that there is still "bacteria on the valve" and a "small hole" in the valve that was caused by the infection. There is no plan to re-operate as the patient is asymptomatic and feeling "pretty good" although weak from the course of events. Patient's most recent cultures were negative.